Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient was (B)(6) at time of primary right tka. Patient required complete revision of right tka at 2.25 years after primary procedure, due to pain and instability. Both tibial and femoral components were revised.